Event description:
Patient reported left side seroma-late, pain, "mastalgia", hardening, "enlarged t-scar, baker grade IV contracture, little coverage", "isolated benign calcifications", "cysts in the left breast suggesting steatonecrosis", "oily cyst/oily necrosis", "shape change", "grade I ptosis", "nodular outline in the central region of left breast", distortion, concern with recall, "time bomb in body that could break out cancer at any time" the device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of seroma-late and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and capsular contracture (grade IV).

Event description:
Patient reported left side seroma-late, pain, hardening, "enlarged t-scar, baker grade IV contracture, little coverage", "isolated benign calcifications", "cysts in the left breast suggesting steatonecrosis", "oily cyst/oily necrosis", and "nodular outline in the central region of left breast." The device remains implanted.